Event description:
On (B)(6) 2013, a pt contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from an online forum, (B)(6). On (B)(6) 2010 the complainant posted: "absolutely acuvue oasys cause redness, irritation, and even ulcers when I wore them more than two days. My eyes were shot after one with blurred vision and even double vision in one eye after two days. Tried them numerous times over a two month period with disastrous results. Switched to (B)(4) something with no silicone and feel like a new person and can read the paper again. Isn't silicone a known irritant?" We have sent multiple messages to the pt through the site but have not yet received a responses. The severity of the alleged "corneal ulcer" is unknown. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case. The event for the patient's other eye is documented in MDR 1033553-2013-00161. If additional info is received, will report within 30 days of receipt. (B)(4).

Manufacturer narrative:
(B)(6). Device labeling: single use or reuse. No evaluation will be performed.